Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/05/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire¿ scorpion¿ needle broke. This occurred during use. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.